Manufacturer narrative:
Reguneal hca 1.5% upon follow up it was reported ¿no infection¿ was found. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an event of cloudy effluent. The cause of cloudy effluent was unknown. The patient was hospitalized for the event. Treatment and patient outcome were unreported. The action taken with dianeal therapy was not reported. No additional information is available.